Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event: unknown when device malfunctioned. Additional device product codes: gff, gfa, hsz device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part # 310.670, supplier lot # a6h3967: release to warehouse date: 24-sep-1998, expiration date: na, supplier: (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during inspection in the loan department it was found that the drill bit is broken at the cutting (working) part of the drill. No patient involvement. This report is for one (1) 2.7mm cannulated drill bit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was performed. Drill bit ¿ 2.7/1.35mm, cannulated, l 160/130mm (part 310.670, lot a6h3967) was received with a corner of the fluted tip section is broken off. The broken off portion is missing. The cutting edges are rounded and worn. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was per the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 440 a as required. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a combination between intense use, age (more than 19 years) and a mechanical overload during use did lead to breakage of the device. In this context, important information section in relevant technique guide states: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance. No indication for product related issue was found device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.